Manufacturer narrative:
H3,h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed that the outer markings of the device were clear. The inner cannulation appeared to have some debris or corrosion buildup at the proximal end. The rest of the cannulation appeared to be smooth. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The complaint was confirmed. Factors that could have contributed to the reported event include improper or insufficient sterilization processes, exposure to corrosive materials, or scratching during use.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that trailblazer 1.5 cannulated is roasted on the inside. No case reported; therefore, no patient was involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.